Manufacturer narrative:
A follow up MDR will be submitted when the investigation is complete.

Event description:
It was reported that fluoro graphic overlays were unable to be displayed on the ra1000 workstation after the picture archiving and communications system (pacs) workstations were upgraded from 2.1 to 3.0.2.1. It was reported the original overlay graphic marker put on by the radiographer at the time of the scan would normally be placed on the right side of the image. "R" would denote the right side of the pt and "l" would denote the left side of the side of the pt. The fluoro graphic exam in their current version of 3.0.2.1 did not display the marker. It was reported that this could potentially lead to the inability to distinguish the right or left side of the image.